Event description:
The customer reported the system displayed a cine disk error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reformatted the cine drive. The system operates as intended.